Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the wireless footswitch was not working for acquisition. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the wi-fi and battery indicators were normal, system was rebooted, but the issue persisted. The fse found wireless footswitch was not responding when activated. It was working intermittently. To resolve the issue, the fse replaced the wireless footswitch. The defective part was sent for analysis, for wireless footswitch malfunction was observed and the failure was foun t be loose bracket, after replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.